Event description:
Rptr had a two-level fusion with instrumentation. Rptr was not informed that this instrumentation was being used in his surgery. Rptr has had and has pain in area of surgery, and down both legs, as well as burning, numbness, tenderness in these areas. Rptr has bowel and bladder problems. He is not able to sit or stand for long periods. He feels he is in worse shape than before he had this surgery. Another dr is taking about removal of instrumentaiton in the future.